Event description:
Reportable based on analysis completed on 15dec2023 it was reported that during preparation for an atrial fibrillation procedure a crbs polarx fit balloon cath was selected for use. During preparation and inflation of the catheter, the console displayed the "sn 1 - 00004000-2: the console detected blood in the catheter" error message. No blood was visible in the catheter. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory. However, analysis of the returned device revealed a lake in the outer balloon line and in the outer balloon itself.

Manufacturer narrative:
Polarx fit balloon cath st was evaluated by boston scientific. Visual inspection noted that there was no visible blood was seen inside the balloon and no external damage was noted. The device was assessed with an isaac pressure decay testing system to determine if any potential leak paths existed that may have contributed to the blood detection error seen in the field, and failed the outer balloon vacuum test. The polarx device was then electrically connected to the smartfreeze console in attempt to recreate the blood detection error seen in the field. After multiple bending, steering, inflation, and slider switch manipulation cycles, the polarx did not trigger any blood detection errors. The polarx device was dissected, and the outer balloon line located inside of the handle was pressurized to locate a leak path. A leak path was found in the outer balloon itself. A small hole was found in the balloon which allowed fluid ingress triggering a true blood detection error. The reported allegation of a blood detection error was confirmed.